Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device change out due to eri, high hv lead impedance was noted. A second procedure was scheduled during which the lead was explanted and replaced. The patient condition was fine and stable.

Manufacturer narrative:
The serial number for this device was previously reported as (B)(4). This report notes the correct serial number.